Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is health authority. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report mw5095923. It was reported that on (B)(6) 2020, the patient underwent right open reduction internal fixation (orif) of the tibial pilon and fibula and removal of an external fixator. During the procedure, a small tip of a drill bit broke in the patient's tibia. This was recognized during the procedure and the surgeon decided to leave it in place rather than remove it because it would have been more "destructive to tibia" to remove it. This report is for one (1) unknown drill bit. This is report 1 of 1 for (B)(4).